Event description:
The device was used during a thoracoscopic lung resection procedure. Reportedly, the staples did not form properly. The surgeon applied another device and resected the incomplete staple line to complete the procedure. The hosp has reported the pt's condition is satisfactory.